Event description:
It was reported that during routine follow-up, a loss of capture was observed on the right ventricular lead. Imaging revealed a lead perforation had occurred. The patient was asymptomatic and the perforation did not require intervention. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition upon discharge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).